Event description:
Boston scientific received info that during post-implant system testing, non-conversion and a high out of range shock impedance measurement was exhibited. The physician elected to surgically intervene and ensure proper device contact within the pocket, as a x-ray image showed a possible air bubble around the device header. No adverse pt effects were reported. Subsequently the pt was scheduled for intervention however, prior to the procedure, the physician attempted induction testing one additional time. The first induction was again terminated spontaneously: the second induction was sustained and terminated via a single 80 joule reverse polarity shock. As a result, the physician aborted the surgery and the pt then discharged from hospital. No adverse effects or additional complications were reported.

Manufacturer narrative:
As no further info concerning this report is expected and no additional complications have been reported, our investigation of this event has concluded. This investigation will be updated, should further info be provided.